Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of more than 300 mg/dl. He retested using another breez2 meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. Strips were returned for qa evaluation.